Event description:
A caller reported an issue with the pump's time being incorrect, with a discrepancy greater than five minutes between the displayed and actual time. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in updating the pump's time and advised monitoring the situation for further discrepancies, which the caller acknowledged and understood.